Event description:
Cook (B)(4) reported, "(B)(6) 2009, female pt underwent a placement of the device to upper arm for cv-reservoir. On (B)(6) 2010, the physician recognized the solution was leaked under the pt's skin and did fluoroscopic observation, then the physician confirmed that the catheter was transected and moved until the pt's right atrium." Currently, the pt is still under observation and the physician planned to remove it on (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: it was reported that the catheter was "transected". If this were the case, it would seem that another segment of catheter would have been returned or referenced in the report. Both ends of the catheter were cut with a sharp instrument which would negate a catheter fracture as a cause of the reported leakage. It is possible that the writer meant to report that the catheter disconnected and there was a translation error. There is no evidence to support that the catheter was every properly attached to the port body. It is suggested that the user review the suggested instructions for use (IFU) that is supplied with the device.